Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that infusion set tubing was leaking at the site due to which led to high blood glucose and treated by correction injection through multiple daily injection event on (B)(6) 2026. No further information available.